Event description:
The patient had been referred for replacement due to low battery but pre-op impedance was high. Impedance was high when the new generator was connected as well therefore the lead was also replaced. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. The explanted suspect device has not been received to date. No further relevant information has been received to date.